Event description:
It was reported that they tried to inflate the balloon dilation catheter with the eagle inflation device, but no pressure was applied. The pressure gauge had come loose. Per follow up information received via ibc on 07oct2024, customer confirmed that patient was involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tried to inflate the balloon dilation catheter with the eagle inflation device, but no pressure was applied. The pressure gauge had come loose. Per follow up information received via ibc on 07oct2024, customer confirmed that patient involvement.

Event description:
It was reported that they tried to inflate the balloon dilation catheter with the eagle inflation device, but no pressure was applied. The pressure gauge had come loose. Per follow up information received via ibc on 07oct2024, customer confirmed that patient was involved.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted ne inflation device was returned to atrion inside a zip lock bag. Upon receipt of the complaint device a visual inspection was conducted. During the visual inspection, it was noted that the gauge was broken from the inflation device housings at the glue plug area. The glue plug threaded section was found to still be attached to the gauge. The needle on the gauge was also noted to be within the zero position, and the cts mark indicating 100percentage functional inspection at the time of manufacture was present. Functional testing could not be performed on the inflation device due to the gauge being detached from the inflation device body. Also received 3 photo samples. First photo shows two separate pieces of eagle inflation device. Second photo sample shows product label. Third photo sample shows top view of eagle inflation device. No actions can be taken at this time since a root cause was not identified.the DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction- d , h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.